Event description:
It was reported that the customer's pump was not delivering insulin during the pump prime. During troubleshooting, insulin did not exit after 7.2 units. The customer also stated that she accidently dropped the pump in the water.

Manufacturer narrative:
The drive nut did not engage with the lead screw due to the corrosion in the drive nut assembly, which prevented further testing.